Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported issues with the alarms, specifically 4 red alarms on (B)(6) 2018 between 10:30 - 11:00. There was no patient incident.